Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that there was a motion problem. The system booted without problems, but after the pendant was ready it was not possible to do movements from the gantry or opening the door. The site shut down both systems and waited before restarting. After restart, the system booted, and the motion functions worked again. After that it was not possible to expose. During troubleshooting performed by the site, the hand switch was unplugged and plugged in which solved the issue. The system malfunction occurred before surgery with no patient present.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000194, serial/lot #: (B)(6) h3: a medtronic representative went to the site to test the equipment. The handswitch was replaced which resolved the x-ray issue. Hardware analysis was completed on the returned handswitch. Visual inspection passed. It was installed into a test system. The system booted and readied. When actuated, the 2d button was intermittent when acquiring an image. 3d and store button are functioned as expected when pressed. It was determined to be a faulty hand switch. H6: b01, c07 and d02 apply to the system checkout and handswitch analysis. This regulatory report is being submitted due to a retrospective review through CAPA 624392. See regulatory report # 3004785967-2022-00490 for investigation of the motion issue reported. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.